Manufacturer narrative:
Result of investigation: the issue "failed to give and image" described by the customer could not be confirmed. The fault could not be detected despite continuous operation. However, the cable sheath shows signs of chemical damage on the surface. The connector of the plug is corroded. This could lead to image dropouts / interferences. The complaint focus ring stiffened could be confirmed. Further defects were determined during the investigation: spots in the image due to contamination in the optical system caused by a scratch in the optic housing. Worn out grasping mechanism. However, the cable was found with signs of chemical damage on the surface. The connector of the plug is corroded. This could lead to image dropouts / interferences which could not be reproduced. Nevertheless, this corrosion is determined as the cause of the described issue. The other claimed issue "stiff rotation of the focusing" could be confirmed but rated as not relevant for the image dropout reported. Additional found image, worn grasping mechanism and spots in image are also independent from the reported issue. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the device failed to give an image. No negative impact in state of health reported.